Event description:
Caller alleged correlation issues with two different inratio2 meter inr results and laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr (meter 1) =5.0 and 3.0. Inratio2 inr (meter 2) = 3.3. The time between testing was less than ten minutes. Reportedly, the meter was not in the correct mode when finger stick was performed. Therapeutic range was not provided for the patient. The serial number of the meters were not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: customer reported the meter was not in correct mode when fingerstick performed. Fingerstick should be performed when green led light appears and meter prompts to add sample. Inratio precision data provided by end-user: date: (B)(6) 2013. 1st inr (inratio meter #1) = 5.0, 2nd inr (inratio meter #1) = 3.0, 3rd inr (inratio meter #2) = 3.3. Mean = 3.77, sd = 1.08, %cv = 28.63. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Discrepant results (accuracy) comparison of inratio testing with reference results provided by end-user at time complaint was filed: date: (B)(4) 2013, 1st inr (inratio meter #1) = 5.0, 2nd inr (inratio meter #1) = 3.0, 3rd inr (inratio meter #2) = 3.3. Reference result = 4.3, mean = 3.9, confidence limits = 2.3 - 5.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 303232 on (B)(4) 2013 yielded the following results: donor: (B)(4), inratio: 3.7, inratio: 3.3, inratio: 3.3, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 6.73. Donor: (B)(4), inratio: 2.5, inratio: 2.4, inratio: 2.4, reference: 2.47, bias threshold: 1.47 - 3.47, %cv: 2.37. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy or precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #303232, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.